Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. This report is for one of the four involved devices reported, before use, on the same patient. See MDR's 3013394970-2018-00305, 3013394970-2018-00307, 3013394970-2018-00308 for the other three reported events.

Event description:
The user facility reported they used four different angio-seal sts 8fr devices. The customer had issues with the collagen/bypass tube staying in place. They did not attempt to place the first three devices in the patient. The customer said the device was coming apart near the collage/bypass tube. The customer used the fourth device on the patient. Upon deployment the customer noticed that the device was coming apart and did not have good hemostasis. The customer held pressure on the patient and that controlled the bleeding. Estimated blood loss was less than 250 cc. The procedure outcome was successful. Manual compression was used to close the artery.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information. It was initially reported the device was not available. However, the device was returned. Therefore, sections have been updated to reflect the device return.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. One unused 8fr angio-seal sts plus device was received for product evaluation. The sealed header bag was opened revealing the polyfoil pouch, guidewire, arteriotomy locator and hemostatic sheath. The polyfoil pouch was then opened to reveal the carrier tube assembly. There was a notable portion of the anchor exposed from the bypass tube. The bypass tube appeared to be dislodged proximally 0.085" as measured with a sliding gauge. The dome of the anchor was completely covered by the bypass tube which means the specification of the anchor placement met the criteria. The ID of the distal end of the bypass tube measured 0.110" as measured with pin gauges verified with a laser mike, and is within the specification. There is no evidence that this event was related to a device defect or malfunction. Based on the returned unused device, the complaint could not be confirmed. The bypass tube was in the correct orientation, and the returned device met specifications. No anomalies were noted with the returned device.